Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction forceps elevator had a burn was high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The most probable cause of the malfunction foreign matter adhered near the forceps holder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had a burn and foreign matter adhered near the forceps holder. There was no patient involvement.